Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). On (B)(6) 2017, it was reported that the device was not functioning. On (B)(6) 2017 it was clarified that the issue occurred during surgery. There was no harm, injury or adverse events associated with the failure. There was a 1-15 minute delay to the procedure. Another device was used to complete the procedure. On (B)(6) 2017, it was further clarified that the issue occurred on (B)(6) 2017. The issue was identified when attempting to use at the beginning of the surgery and the device failed to work. The event did not occur during first-ever use. There was no medical intervention or additional surgical procedures required. The harvested graft was usable and an additional graft did not need to be taken. The dermacarrier was at room temperature during use and the device has not been repaired by someone other than zimmer biomet. The surgical technique was used for the product. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that device was working sporadically and the belleville washers, shoulder bolts, cap nut and comb were replaced. This is not a related issue. As noted on november 8, 2017 per clifton pereira, qa/ra compliance manager, (B)(4) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(4) repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on march 21, 2017 revealed that the cutter was transported in a bag with handle. The comb was bent and the pre-testing could not be performed due to the damaged comb. The handle was jammed since there was no lubrication. The shoulder bolts, washers and nuts were damaged. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on march 28, 2017 which included replacement of the comb, cutter, shoulder bolt, cap nut and belleville washers. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent and the handle was jammed. The root cause of the device not functioning was due to a bent comb and a jammed handle. The issue was resolved with the replaced comb, cutter, shoulder bolt, cap nut and belleville washers. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was not functioning during surgery. The harvested graft was usable and no additional graft was needed. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.